Event description:
Several days following an endoscopic brow lift using bioglue, the pt was thrown from a horse causing injury to her face. Surgeon reported noticing a possible reaction (fluid collection and itching), but could not determine if the pt's symptoms were tied to the product. Subsequent contact with the surgeon in 2006 indicated that the pt had indeed developed several seromas that required aspiration to resolve.